Event description:
Consumer stated while brushing, the bristles are coming out of the brush head. Customer stated she is worried that the bristle may get stuck in her gum if the issue persists. Customer stated that incident first happened two months ago with her original toothbrush head. She stated after she noticed the bristles were continuously coming out she got some replacement brush heads. When she used the second brush head about a week ago the same issue occurred. The bristles came out on that one as well.

Manufacturer narrative:
Manufacture date updated because product was returned.